Event description:
It was reported that during a coronary stent procedure, the stent dislodged. The physician attempted to direct stent to the lesion and experienced difficulty crossing the lesion. The physician was able to deliver the delivery stent device to the mid lesion. The guide catheter was then removed so that it was disengaged and the stent dislodged. A snare was used in an attempt to retrieve the stent, however, they were unable to do so as the stent was kinked. The stent remains in the pt. No further intervention for retrieval of the stent is planned. Pt status was listed as "good".